Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "we were removing a 3 level reflex hybrid plate with 8 screws in before removal. On the first screw the inner draw rod threaded tip broke despite following the field bulletin's exact procedural steps. Eight remaining screws were removed using alternative instruments."